Manufacturer narrative:
Updated fields: b4, b5, d9, e1 (initial reporter) g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, component codes, health effect ¿ impact codes and investigation conclusions) and h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse found open circuit neutral line in cable reel. The problem was an open circuit conductor in the mains cable. The fse replaced the cable reel. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications

Event description:
It was reported that the cardiosave intra-aortic balloon pump's (iabp) batteries were not charging. No harm and injury reported.

Manufacturer narrative:
Due to character limitation in e1 for event site telephone, event site telephone -(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump's (iabp) batteries were not charging.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2 and h11. Corrected field: h6 (investigation conclusions).